Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product, and to determine the cause for a discrepant platelet count. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel system operated as intended. The customer did report that the donor had recently taken neupogen in preparation for a peripheral stem cell donation. Based on the available information, it cannot be ruled out that this may have been a contributing factor to both the elevated rwbc content and higher than expected platelet yield. It is also possible that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content and yield in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.